Event description:
Pt reported back to back test readings obtained (5-10 mins apart) on their ss meter were 248 and 148 mg/dl (51% difference). No symptoms were reported. Meter reportedly is not cleaned correctly. Pt did not have supplies to do control test. On follow up, pt confirmed above results and stated that their strip and meter codes did not match. Pt had hcp (nurse) help pt reset codes and clean meter. Lfs rep reviewed qc procedures with pt. There was no allegation of harm.